Event description:
Pt reports having a faulty cassette yesterday (B)(6) 2025 but states they were able to infuse without interruption after changing out the cassette. Lot number not provided. No adverse events. Unknown if cassette available for return. Pulmonary arterial hypertension.